Manufacturer narrative:
Additional information was received from the customer. The customer received questionable ion selective electrode (ise) sodium results for >10 patient samples. Of the data provided for two samples from (B)(6) 2016, the results for one sample were discrepant. The initial result was 121 mmol/l and the repeat result was 140 mmol/l. The erroneous result was reported outside the laboratory. The patient was not adversely affected. The field service representative replaced the ise mixing bowl and ise nozzles. An ise check was performed along with calibration and qc all of which passed. Upon follow-up, the customer stated they had issues with sodium only. The potassium and chloride assays were not are affected.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer noticed more high results for ion selective electrode (ise) sodium since (B)(6) 2016 as the results > 150 mmol/l were "trapped at validation." When repeated, the results would be lower. The specific number of patient samples involved was unknown. One example was provided as an initial result of 150 mmol/l and the repeat result of 143 mmol/l. Erroneous results were reported outside the laboratory. The patients were not adversely affected. It was noted that maintenance including replacement of the sodium electrode had been performed on (B)(6) 2016. Other maintenance included an ise check, calibration and qc which all passed after the electrode change. The electrode lot number was r67. Once the high results were seen, the customer wondered if the electrode could be at fault, they replaced the electrode again with a new electrode with lot number s30. The expiration dates were requested, but were not provided.

Manufacturer narrative:
The field service representative found the sample arm was sticking and the shaft was dry, which was lubricated. A mechanism check and ise check were performed and were ok. Calibration and qc passed. Since the service visit, there have been no further reports of issues with sodium.